Event description:
It was reported to boston scientific corp on feb 4, 2009 that a resolution clip device was used during a hemostasis procedure performed in 2009. According to the complainant, they pulled back the exterior sheath and were unable to advance the clip. The blue grip was detached from the clear exterior sheath. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.